Event description:
Customer alleged the lancet needle will not retract after firing in the softclix lancet device. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.